Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3605 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line catheter fractured beside the butterfly end. Contact infusional services for device details no record of this in medical or nursing notes. PICC line not in use, IV access gained peripherally, PICC line removed 10/08/19. No other information reported.